Event description:
Distributor reported to anspach service and repair that handpieces were not functioning properly during a case, low power. Battery is fully charged, works with facility handpiece:. During total knee surgery the battery reamer/drill, battery oscillator and battery reciprocator did not work. They thought it is the battery which is causing the reported issue. They changed 4 batteries and still the handpieces did not work. Batteries worked fine with facility handpieces. The reported event caused 30 minute delay in the surgical procedure. No injury to the patient. No medical intervention required. Spare devices were used to complete the procedure successfully. This complaint is on the battery/reamer/drill. This is 1 of 3 reports for complaint (B)(4).

Manufacturer narrative:
Date of event is 2013; exact date is unknown. Corrected data: upon further review, this complaint is reported as a reportable malfunction.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The reporter's complaint that this (2506) device does not function could not be confirmed. The unit was tested and passed all manufacturing specifications. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not previously been in for service. There is no information relevant to the current complained issue. (B)(6).